Event description:
Customer received a result of 400 mg/dl on the active system and a result of 145 mg/dl obtained on an unknown professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).